Manufacturer narrative:
Other, other text: device evaluation: all labels were still intact. No physical damaged was found on the device. The event history log confirmed that there was a record of the high-pressure alarm occurred continuously during pump operated, on (B)(6), 2023. Functional test was performed. It could not confirm the customer reported issue. The downstream sensor was within specification. As a preventative measure the downstream occlusion sensor was replaced, and upstream sensor was re-calibrated. Product is beyond 2 years from manufacture date of 2020-02 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that for about one hour after the patient started using the pump, a 'high pressure' alarm went off. After he saw how it went for a while and shook the pump, the alarm stopped. No patient injury reported.

Manufacturer narrative:
Device identification (UDI) and protocol number are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.